Manufacturer narrative:
The onset of the pain was approximately 1 year and 8 months post operatively. The condition of the devices is unknown, as they remain in-vivo. The manufacturing documentation could not be reviewed as the item/lot information has not been provided. The devices were used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, a definitive root cause cannot be stated.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient presented with undiagnosed moderate pain for a hip-related complication.